Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9168223. D6b is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed migration of one lead. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.